Manufacturer narrative:
This pacemaker will be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was explanted due to a battery status at end of life (eol). It was suspected the battery depleted earlier than expected. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this pacemaker was explanted due to a battery status at end of life (eol). It was suspected the battery depleted eariler than expected. There were no adverse patient effects reported.